Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor.

Event description:
The customer reported via phone call that they had sensor error. The customer's blood glucose was 40 mg/dl and sensor glucose was 168 mg/dl. The customer states they had issue with low blood glucose and sensor did not detect the low blood glucose. The customer also reported that they had bent cannula and blood at site. The sensor will be returned for analysis.